Manufacturer narrative:
(B)(4). Date sent: 1/10/2020. Investigation summary: the analysis found that one sc45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r59e4k. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the scrub nurse loaded reload onto the stapler upon surgeon's request and passed on to surgeon. Before firing, surgeon realized the reload was loose and decided not to fire and submit for quality feedback. No patient consequence reported.